Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in denmark: "overinfusion". Reason of complaint: 2 complaints from the same patient. The pump was supposed too be empty after 46 hours, but it was empty after 24 hours.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400559832. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. We received one used and quarter filled easypump ii lt 100-50-s without packaging. Weight of the sample in received condition 106.8 g the following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. After opening of the big top cap and removing of the closing cone we detected solution at the filling port (lli-cone) and at the patient connector of the sample. The white clamp is closed, and the patient connector (lla-cone) was not closed (the original wing cap was not submitted from the customer) at the sample. Damages that would lead to a malfunction was not detected at the received sample. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (100 ml) with nacl 0.9 %. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the received sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 2 ml/h actual 3.2 ml in 1 h; 6.2 ml in 2 hrs; 54.7 ml in 25 hrs. A too fast flow of the pump (as described by the customer) could not be detected. The flow rate of the pump is within our specifications. Summary and assessment: a too fast flow of the pump (as described by the customer) could not be detected. Based on the current available investigation results the received sample is within our specifications. Therefore, we consider the complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch (B)(6), there is no abnormality and no such defect detected at in process and at final control inspection.